Event description:
On (B) (6) 2009, the pt's mother reported that the pt's insulin infusion device was not working properly. She stated she is unsure of the issue and she did not have the device for troubleshooting. She stated she would call back later. On (B) (6) 2009, the mother called and stated the up and down buttons on the pt's insulin infusion device are not properly working when he tries to program a bolus. She said the pt raised his basal rate to compensate for this. She said he continues to use his device for basal rate delivery. His device has not been dropped or exposed to water or insulin. No blood glucose concerns related to this issue were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.